Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer had a high blood glucose incident. The customer's blood glucose rose to 480 mg/dl. It was also found the customer had site issues. The insulin pump will not be returned for analysis.